Event description:
It was reported that the foley catheter was flat (B)(4), and the shaft part was creaky and flat until near "aye" (B)(4). On visual inspection, it was confirmed that the entire catheter was flat and not rounded. It was difficult to understand visually and if touched with the hand, it was noticed that it was flat. They cut the inlet tube and assembled the bag. The finished product was discarded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was flat, and the shaft part was creaky and flat until near "aye". On visual inspection, it was confirmed that the entire catheter was flat and not rounded. It was difficult to understand visually and if touched with the hand, it was noticed that it was flat. They cut the inlet tube and assembled the bag. The finished product was discarded.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.